Event description:
It was reported that noise had been observed on the right ventricular lead of a single chamber system. It was noted that noise had been present on the patients past pacing systems as well. The lead was capped and replaced with a left ventricular epicardial lead.

Manufacturer narrative:
.